Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient fell hard on (B)(6) 2017 and was feeling pain in the back. Patient was unsure if pain was related to the implant. Patient was going to have the lead check to see if they had moved. There were no further complications that have been reported as a result of this event.

Event description:
Additional information was received from a consumer. The consumer stated that they did not know the specific issue, but just wanted to know the compatibility for the MRI. The consumer stated that the fall was not related to the device.